Event description:
It was reported that leakage occurred with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "material no: 305270 batch no: 8285574. It was reported that while administering vaccine to patient there was leakage between the needle and the syringe. Pharmacist called to report leakage between the needle and syringe when performing vaccine."

Manufacturer narrative:
Investigation: ten sealed packaged integra syringes were received, confirmed to be from batch #8285574 (p/n 305270). The samples were visually evaluated. No visual defects were observed. All 10 syringes were tested for leakage at luer per procedure. All syringes passed with no leakage observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "material no: 305270, batch no: 8285574. It was reported that while administering vaccine to patient there was leakage between the needle and the syringe. Pharmacist called to report leakage between the needle and syringe when performing vaccine."